Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 399 mg/dl at the time of incident. Customer¿s other related blood glucose level was 461 mg/dl. The customer was using insulin pump within 48 hours of reported event. Customer stated that the auto mode feature of insulin pump was active. Customer treated their high blood glucose with manual injection. It was reported that the insulin pump did not had any insulin flow blocked alert as per insulin pump history. The insulin pump will be returned for analysis.